Manufacturer narrative:
This device remains implanted and no abnormal measurements were noted after the is-1 connector was properly secured into the implantable cardioverter defibrillator (ICD) header. Additional information received noted that this device was explanted. At this time the device has not been returned and thus no analysis could be performed.

Event description:
Event description at implant the physician had trouble getting the is-1 connector to stay in the header of this implantable cardioverter defibrillator (ICD). After multiple attempts the is-1 connecter stayed in the header after a pulling tests was done. The physician complained that the lead insertion process is complex with the new white seal plugs.